Event description:
It was reported that the patient presented to the clinic after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. The lead was capped.

Event description:
During an attempted implant, a lead perforation was observed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Na